Event description:
The rptr stated that she did back to back blood glucose tests with results of 173,242 and 433 mg/dl. Rptr stated that she did not have any symptoms. Testing details were not provided. Rptr has not responded to several requests for follow-up.